Event description:
It was reported that a patient allegedly fell while exiting the bed due to the brakes not holding. The brakes were found to be holding above factory specifications, however, wear was detected during inspection. No additional information has been provided pertaining to the alleged patient fall or the extent of any injuries.